Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a capio open access suture capturing device and a gortex suture to place a repliform graft, the bullet detached to the obturator internus muscle in the pelvic side wall. The physician determined that the morbidity of attempting to retrieve the bullet would outweigh the benefit of retrieving the bullet, so the bullet was left inside the patient. The procedure was completed with this capio device with no further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.